Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the bolus wizard on the insulin pump was not working. It was impossible to enter the blood glucose value. Customer attempted to use the b button, however the display did not show the three dashes but nothing was showing. Bolus wizard via main menu was ok. Blood glucose was not transferred from the meter. Correct meter serial number inputted in the device and function was on. Function user settings could not be entered by pressing the buttons b and act. Check setting alarm was noted in the history twice. Customer's blood glucose was 154 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received no button response due to flattened button dome switch. The insulin was unable to verify bolus wizard anomaly or no meter blood glucose communication due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.